Event description:
The pt reported experiencing incisional healing difficulties since catheter revision surgery and was recently told there was an "infection". The pt reported that there is "weapage" from an "inverted or concave area"; it is uncertain where the "infected" incision is located. The pt reported that he has encountered difficulties with having the pump refilled due to this and that. He was finally treated with silver oxide and will be returning for a second treatment. A follow-up report will be sent if add'l info becomes available to us.